Event description:
The date the high impedance was first observed was (B)(6) 2012 as reported in the initial report. The neurologist reviewed x-rays for the patient and there was no apparent lead problem found, but the patient still complained of painful stimulation. Therefore, the device was remained turned off at that time. The patient is being referred for surgical consult for possible full revision surgery. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that high lead impedance was observed on the patient's device on (B)(6) 2012, and the neurologist is referring the patient for generator and lead replacement surgery as a result. The generator was turned off, and x-rays were ordered. However, attempts for additional information and return of the x-rays have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received indicating that chest and neck x-rays were ordered, but the physician is waiting for the patient to come back to have them taken. The physician turned the device to 0ma the date the high impedance was first observed on (B)(6) 2011. The physician explained the options to the patient (full revision surgery or no replacement, etc.), and the patient stated that she would have the x-rays taken and then evaluate the situation. It is unknown if trauma or manipulation may have contributed to the high impedance. No additional information was known or provided. Although surgery may occur, it has not occurred to date.

Event description:
A copy of the treating neurologist's flashcard was received and reviewed for the patient's programming/diagnostic history. It was observed that a system diagnostic test was performed by the neurologist on (B)(6) 2012 which resulted in high lead impedance. The neurologist reportedly observed the high lead impedance again since (B)(6) 2012 (unknown date). It was reported on (B)(6) 2012 that the patient is reportedly at low settings and is not experiencing painful stimulation or adverse side effects and seizures are pretty well controlled.

Event description:
The surgeon reported to the company representative that the x-ray did not indicate a problem with electrodes/lead. In addition, the lead pin appeared to be fully inserted into the connector block of the generator, per the surgeon. The representative completed a lead (systems) diagnostic test while the patient was at physician's office and the results were within normal parameters. The neurologist was notified, and the patient will not be scheduled for surgery at this time. Attempts are in progress for copy of the neurologist's programming/diagnostic history for the patient to determine if high lead impedance was in fact observed on a system diagnostic test. Ap and lateral chest and neck x-ray images for dated (B)(6) 2012 were received by the manufacturer. The generator can be visualized in the left chest, and the placement appears normal. With the angle of the chest x-ray images, it is unable to be assessed whether the connector pin appears to be fully inserted inside the connector block. The lead wires appear to be intact at the connector pin, and the feedthru wires appear intact. The lead is routed upwards to the left side of the neck. The electrodes are visualized in the neck and appear to be in alignment. There are no gross lead discontinuities or sharp angles present. A portion of the lead appears to be located behind the generator, so continuity in the lead in that area cannot be assessed. Based on the x-rays images received, there are no gross lead fractures or sharp angles that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. The cause of the high impedance cannot be determined with the images provided.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently reported the date the high impedance was first observed incorrectly.

Event description:
Full revision surgery occurred on (B)(6) 2016. It was reported by the company representative who attended the surgery that pre-operative diagnostics showed high impedance again. The explanted devices have been received by the manufacturer, where analysis is underway but has not been completed to-date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the generator 02/08/2017. An end-of-service warning message was verified, associated with the output being disabled by the pulse generator, as a result of electrocautery use during explant. Various electrical loads and results of diagnostic tests demonstrated accurate resistance measurements in all instances. Electrical evaluation showed that the generator performed according to functional specifications. The battery measured 3.048 volts and does not show an end-of-service condition. The downloaded data revealed that 23.787% of the battery had been consumed. Other than the noted end-of-service event (due to electrocautery during explant), there were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the returned lead portion. Note that the electrodes were not returned for analysis and a complete evaluation could not be performed on the entire lead product. The lead pin appeared fully inserted into the header, as-received. The slice marks and incision marks found on the outer silicone tubing and the cut ends that were made during the explant process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.